Manufacturer narrative:
Patient age: (B)(6) years old.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 85% stenosed, 3.5 x 17-19, eccentric, restenosis target lesion containing a >45 and <90 degrees bend was located in the moderately tortuous and moderately calcified right coronary artery. After the lesion were crossed with a 6f non-bsc guide catheter and a pt2 ms guidewire, pre-dilatation was performed with a 2.5 x 20 emerge balloon catheter resulting to 75% residual stenosis. A 20 x 3.50 rebel bms stent was advanced but failed to cross the lesion. When the device was removed, it was noticed that the tip of the stent itself was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.